Event description:
The patient reported fraying and sparking of the power cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. During the investigation, visual inspection of returned material revealed internal damage to right angle ext. Not showing frayed wire. No other discrepancies or discernible damage to the returned power supply or power cord. Patient data backup was performed successfully using returned 4g jacs modem. Unit functioned as intended even when manipulated. Unit passed all signal acquisition frequencies in diagnostic-test including accuracy/noise and distance/home. It was reported that the power cord on the patient's pes was sparking ¿ confirmed. Right-angle ext. Had internal damage. Root cause: damaged cable. Sparking could not be reproduced during the investigation due to the right-angle ext. Not being tested out of safety concerns. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.